Manufacturer narrative:
Sc-2218-50, sn: (B)(6). The returned lead was analyzed and revealed that all cables were completely broken at the bent or kinked location of the lead. With all the available information, boston scientific concludes the reported event was confirmed. There are no exposed cables at the kinked location. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause was traced to a component failure.

Event description:
It was reported that the patient was experiencing overstimulation due to high impedances. The patient was reprogrammed. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7114684.

Event description:
It was reported that the patient was experiencing overstimulation due to high impedances. The patient was reprogrammed. The patient underwent a lead replacement procedure and was doing well postoperatively.